Event description:
As reported, the sealant sleeve of a 6/7f mynx control vascular closure device (vcd) was damaged/cracked. The issue occurred when inserting into the sheath. The device could not enter a 6f non-cordis sheath and hemostasis was achieved by holding manual pressure for twenty minutes. There was no reported patient injury. The physician was mynx certified. The device was stored according to the instructions for use (IFU). The storage of the device did not exceed 25 °c. There were no anomalies noted prior to use. The mynx device was prepped according to the IFU and no difficulty was noted during preparation. The mynx device was not purged of air during prep. There were no kinks in the sheath after removal. There was no damage to the button. The stick location was above the femoral head. The procedure was an interventional procedure with an antegrade approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5mm. The vessel was reported to have moderate tortuosity. The device was removed from the packaging as per the IFU. There was no excess force applied during insertion. The device will be returned for evaluation. Addendum: product analysis demonstrates that the sealant was partially exposed.

Manufacturer narrative:
As reported, the sealant sleeve of a 6/7f mynx control vascular closure device (vcd) was damaged/cracked. The issue occurred when inserting into the sheath. The device could not enter a 6f non-cordis sheath and hemostasis was achieved by holding manual pressure for twenty minutes. There was no reported patient injury. The physician was mynx certified. The device was stored according to the instructions for use (IFU). The storage of the device did not exceed 25 °c. There were no anomalies noted prior to use. The mynx device was prepped according to the IFU and no difficulty was noted during preparation. The mynx device was not purged of air during prep. There were no kinks in the sheath after removal. There was no damage to the button. The stick location was above the femoral head. The procedure was an interventional procedure with an antegrade approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5mm. The vessel was reported to have moderate tortuosity. The device was removed from the packaging as per the IFU. There was no excess force applied during insertion. One non-sterile 6/7f mynx control vascular closure device involved in the reported complaint was returned for investigation upon visual inspection, it was observed that both button 1 and button 2 were not depressed. The stopcock was found open with no syringe returned for this evaluation. The sealant was partially exposed. In regards to the sealant sleeves conditions, a kinked/bent condition was observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit in the sealant sleeves could not be performed due to the kinked and bent condition observed in the sleeves. Additionally, the catheter working length was verified and found to be within the defined parameter. A functional analysis was executed using a 6f cordis lab sample csi tested by being inserted onto the unit and withdrawn from it. During this analysis, resistance was perceived due to the kinked/bent condition of the sealant sleeves. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended deploying the sealant and the balloon was retracted. After the tension indicator was aligned by pulling in a distal direction the distal tip and the button 1 and button 2 were depressed in the instructed sequence. A high magnification evaluation was conducted to assess the sealant and sealant sleeves. During this analysis, the sealant was observed to be partially exposed, and the sealant sleeves exhibited a kinked/bent condition. An additional verification to ensure compatibility with the sheath used per device IFU was performed. Since no catheter sheath introducer was returned, a 6f cordis lab sample was used and inserted into the unit. The sheath was able to be inserted and withdrawn without issue beyond the slight resistance previously noted due to the kinked/bent condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly) cracked¿ was not observed through analysis of the returned device, however, a kinked/bent condition of the sleeves was noted. The event of mynx control system deployment difficulty premature was observed during analysis of the device since the sealant was partially exposed to the kinked/bent condition of the sleeves. This condition also led to a resistance when inserting the device into the sheath. The exact cause of the reported event could not be conclusively determined during analysis. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the kinked/bent condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.